Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) conducted a remote examination of the system and verified the issue that was reported. The hospital feed tripped, and the cabinet stayed powerless, a blown fuse in the was suspected. After reviewing log, it confirmed the reported malfunction. Remote help was inadequate, so on-site assistance was needed, but the work order was cancelled because the customer ordered the faulty part. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.